Manufacturer narrative:
(B)(4). The customer returned one unraveled guide wire and one 2-lumen hemodialysis catheter for evaluation. Both components showed evidence of use. No other components from the kit were returned. Visual examination revealed the guide wire is a purchased guide wire with two core wires: a floating central core wire that is only welded to the proximal tip and a "safety ribbon" core wire that is welded to both the proximal and distal ends of the guide wire. The guide wire is unraveled from the distal weld and the distal ends of both cores wire are exposed. The distal tip of the floating core wire is looped and kinked but the ball tip is intact indicating the core wire is not broken. The distal tip of the "safety ribbon" core wire is also looped/kinked. The distal weld is present at the end of the unraveled coil wire. Microscopic examination of the guide wire confirmed the "safety ribbon" core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. It was also confirmed that the floating core wire ball tip was intact. Both welds appeared full and spherical. The exposed distal tip of the "safety ribbon" core wire is tapered with curled material, indicating a break in the core wire. The proximal weld was exposed to ensure the both the floating core wire and the "safety ribbon" core wire welds were still intact. The "safety ribbon" core wire was kinked 7.2cm from the exposed distal tip. The guide wire and catheter met all relevant dimensional requirements. The catheter was advanced over the undamaged end (proximal end) of the guide wire and was advanced with minimal difficulty indicating the catheter inner diameter did not cause resistance. The guide wire was able to be retrieved through the distal extension line. A device history record (DHR) review was performed on the guide wire and the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that while removing the stylet from the catheter, the stylet stays caught in the catheter. It is reported that the spring wire guide unraveled.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that while removing the stylet from the catheter, the stylet stays caught in the catheter. It is reported that the spring wire guide unraveled.